Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer had already performed a pump reset before calling, but technical support decided to replace the pump, as noted in the documented case issue.